Event description:
In 2009, the patient's nurse reported that the patient was admitted to the hospital the day before, with diabetic ketoacidosis. Her blood glucose "was in the 900's" mg/dl. The patient was disconnected from the infusion device and was treated with an insulin drip. Her most recent blood glucose reading was 112 mg/dl. The patient's target blood glucose level is "less than 200 mg/dl." The patient stated that "everything was o.k." With the infusion device and she had recently changed her insulin cartridge. She stated that her blood glucose meter read "hi" before being hospitalized. The nurse requested infusion sets be sent to the patient, so she can reconnect to the infusion device when she is discharged from the hospital. Upon follow up with the patient ten days after the original date, she stated she was discharged from the hospital eight days after the original date, and she had discontinued use of the infusion device. She stated that she is legally blind and "can't read and react the way I have been." She stated she began use of an insulin pen and her blood glucose has returned to her target range. Troubleshooting did not reveal any product issues. She believes elevated blood glucose was due to her "general health." No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.